Manufacturer narrative:
(B)(4). Per field service representative (fsr), the user facility has taken the unit out of service.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit was insufficiently warming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced valve two, valve three and the main pump assembly. The units warming function was properly working. The unit operated to the manufacturer's specifications.

Event description:
Additional information received indicated that the event happened during set-up for a cardiopulmonary bypass (cpb) procedure. Per clinical review: during set-up for a cpb procedure on february 27, 2018, it was noticed by the team that the unit had low water flow and insufficient warming. The team opted to changed out the unit for a fully functioning one before the surgery started. The incident with the heater cooler did not delay the start of the surgical procedure. There was no blood loss or harm associated with the event, for the unit was not used on the procedure.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.